Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose level. Customer was treated with manual injection. Customer experienced symptom such as thirsty related to high blood glucose level. Customer also reported that they have been receiving an insulin flow blocked alarm. The insulin pump will not be returned for analysis.